Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted. The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specification. No failed battery test noted. The insulin pump was received with cracked case at display window corners, cracked belt clip slot and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she tried to deliver a bolus and buttons on the insulin pump stopped working. She changed the battery and received a failed battery test alarm and then a button error alarm and the buttons were not responding. The customer did not recall any significant events leading to the keypad issue. Blood glucose value was 343 mg/dl; treated with manual injection. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.